Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The returned reader did not turn on with the start button. The returned reader did turn on with usb charging cable, or strip insertion. The event log was checked for error codes and code 231 (backup program integrity failure) was observed. The reader was de-cased for further inspection, a power consumption test was performed, and the test results were within specifications. Error 231 is an error code that is logged in the freestyle libre reader when there is an indication that there¿s a hardware failure within the bluetooth chip. Event 231 is not a component, therefore it cannot cause low battery power for the reader. The customer¿s reported issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted. This is a correction report for section h10 as clarification was added to error code observed.

Event description:
A customer reported a low battery issue with the adc freestyle libre 2 reader and she was unable to obtain a reading. The customer was unable to obtain a glucose result and experienced a loss of consciousness and was unable to treat themselves. The customer had contact with the emergency doctor who diagnosed him with hypoglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The returned reader did not turn on with the start button. The returned reader did turn on with usb charging cable, or strip insertion. The event log was checked code for error codes and code 231 (backup program integrity failure) was observed. The reader was de-cased for further inspection, a power consumption test was performed, and the test results were within specifications. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the adc freestyle libre 2 reader and she was unable to obtain a reading. The customer was unable to obtain a glucose result and experienced a loss of consciousness and was unable to treat themselves. The customer had contact with the emergency doctor who diagnosed him with hypoglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low battery issue with the adc freestyle libre 2 reader and she was unable to obtain a reading. The customer was unable to obtain a glucose result and experienced a loss of consciousness and was unable to treat themselves. The customer had contact with the emergency doctor who diagnosed him with hypoglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.